Event description:
Patient developed hematoma after mynx arterial closure device used s/p cardiac procedure. Femstop applied, patient c/o back pain 7 out of 10, cardiologist ordered labs,and CT to r/o retroperitioneal bleed. Thrombin injection performed by vascular surgeon next day for left femoral pseudo aneurysm. D/c home in stable condition 2 days post procedure.